Manufacturer narrative:
Omit: other occupation, report source other. Correction: initial reporter occupation, report source. Additional information: initial reporter phone # and manufacturer narrative root cause: the root cause for the reported issue that device had air in line alarms was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that nurses on multiple units were getting a lot of air in line alarms with glass bottles such as albumin and tylenol. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that nurses on multiple units were getting a lot of air in line alarms with glass bottles such as albumin and tylenol. There was patient involvement but no harm.